Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse event of peritonitis, characterized by drain complications and cloudy peritoneal effluent fluid, which required antibiotic therapy, pd catheter (not a fresenius product) removal, and a 3-month transition to hd. Per the pdrn, causality was attributed to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Brevibacterium spp. Is associated with dairy products and human skin microbiota, contributing to cheese ripening and foot odor and tsukamurella spp. Are environmental pathogens isolated from soil, arthropods, water, sludge foam and sponges. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of drain complications and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 397 cells/ul, polymorphs = 85%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every 5 days, and cefepime 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for brevibacterium casei and tsukamurella spp on (B)(6) 2026, and the patient¿s antibiotics were continued. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. However, on (B)(6) 2026 a repeat cell count revealed an elevated wbc count of 147 cells/ul and the decision was made to remove the patient¿s pd catheter (not a fresenius product). As of (B)(6) 2026, the patient is awaiting a call back from the surgeon to set the date and is continuing to undergo ccpd until the pd catheter is removed. The patient¿s ip vancomycin was restarted at 1000 mg every 5 days until the pd catheter is removed. The patient will subsequently transition to hemodialysis (hd) for approximately 3 months to allow the patient¿s abdomen time to heal (access type not specified). The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.